Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. 18606225 additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079672. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29362544.

Event description:
It was reported that the patient was experiencing discomfort at the anchor and implant site, and the device components had become visible in the skin. The patient underwent a revision procedure wherein the leads and anchor were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.